Event description:
Reporter alleged blood glucose measured 40 mg/dl at 6:50 am, 180 mg/dl at 6:52 am, and 137 mg/dl at 6:53 am. No actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.